Event description:
Reporter alleged obtaining a discrepant blood glucose result of 100 mg/dl on the advantage system compared back to back with a result of 300 mg/dl on the professional system when testing was performed with 10 mins. Reporter stated that she was feeling hypoglycemic symptoms before she called the emts and they treated her with an IV of glucose for hypoglycemia, but it is not clear if that was administered before or after the readings were obtained. No other actions were reportedly taken or treatment received. A request was made for the returned for the suspect device and replacement product was sent.